Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented at the time of the index procedure due to exertional dyspnea with chest pressure and stabbing pain without radiation, dizziness and "a slight drop in performance". The patient was diagnosed with ccs 3 stable angina and was referred for cardiac catheterization. The 90% stenosed and 20mm long target lesion was located in the first obtuse marginal coronary artery with a reference vessel diameter of 2.25mm. Source documents indicate the lesion location was in the "r marginalis sinister". This was in stent restenosis of a previously placed unspecified drug eluting stent. This was treated with cutting balloon dilation and a 2.25x20mm taxus element stent was deployed resulting in 10% residual stenosis. Per source documents "post procedure ria 25%, rd1 50% and rca 80%." The next day, the patient was diagnosed with a myocardial infarction. Post procedure troponin t was 67 pg/ml (local lab normal range <14). The event was considered resolved without residual effects. The subject was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). As the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).